Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider reported information on behalf of the patient. It was reported that the patient is had their device removed on (B)(6) 2017, as they noted it was pressing up against something and causing pain. It was stated that the patient stopped using their device 4 years ago due to pain. The patient was implanted for failed back surgery syndrome.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.